Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 180 mg/dl at the time of incident. The customer was trying to fill the reservoir and there was a lot of pressure in the insulin vial. The customer was not able to push air into the vial. The customer was asked to try another reservoir and it worked. Troubleshooting was completed. The reservoir was not returned for analysis.